Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed no delivery during manual prime. Customer's blood glucose level is 453 mg/dl. Troubleshooting for the no delivery alarm during manual prime was performed. Customer declined to return the set and reservoir for analysis. Customer advised the no delivery alarm was a past event and disconnected the call.